Manufacturer narrative:
Evaluation: the quickdraw cannula was evaluated by quality engineering. The catheter was visually inspected and no surface defects were observed. The tip of the cannula was slightly deformed. Since the dilator was not returned with this cannula a dilator from stock was used to verify the gap between the tip of the cannula and the dilator. There was a gap visible between the tip of the cannula and the dilator. A device history record review was performed and there was one non-routine nonconformities observed. However this non conformance did not lead to the reported event. From (B)(4) 2009 to date, no other non-routine nonconformities have been observed for the tip of the qd cannula tip being out of specification. A negative trend is not evident with respect to customer complaint and manufacturing nonconformities related to qd tips have not emerged therefore a CAPA will not be initiated. The issue could not be traced to a manufacturing error or product design therefore a product risk assessment (pra) will not be initiated. The quickdraw manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the qd device are acceptable. The information will be included in trend data and future CAPA determinations.

Event description:
As reported by sales rep: on ((B)(6) 2011) in (B)(6) there was a product issue with a quickdraw22 cannula. The internal dilator was noticeably smaller than the lumen on the venous cannula and thus would not allow the quickdraw to smoothly transition over the dilator for position in the vein. The surgeon could not facilitate entry of the quickdraw. He had to abort femoral venous cannulation and proceeded with direct venous cannulation through the thoracotomy incision.

Manufacturer narrative:
Device had been recieved, evaluation is currently in progress.